Event description:
It was reported that high impedance (>4000 ohms) was recorded on electrodes 1 and 3. It was reported that there was a break in the connection between the lead and extension. It was reported that the patient had loss of stimulation and loss of therapeutic effect. It was noted that the healthcare professional (hcp) had ¿several issues¿ with the extension break. It was reported that a revision surgery occurred, during which intraoperative impedance measurements were taken and the extensions were replaced. It was noted that the patient was hospitalized for the procedure. It was stated that the issue had not been resolved nor had the cause of the issue been determined at the time of this report. No patient symptoms or complications were reported in association with the event. The patient was reported to be alive with no injury at the time of this report. Additional information received reported that the patient had effective therapy. It was reported that the issue was resolved and that all issues had been reported.

Manufacturer narrative:
Product event summary: event description: information received by medtronic indicated that the patient, implanted with this implantable neuro stimulator (ins), experienced loss of stimulation/therapeutic effect. High impedances (>4000 ohm) was measured between electrode 1 and 3. The fracture was located in the connection between lead and extension. Preliminary geo assessment: -fracture suspected preliminary geo conclusion: failure cannot be excluded. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the distal end conductor was broken up to the transition point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.